Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 11/07/2013 with the following results: daily insulin delivery totals correctly reflected programmed basal rates. No activity outside normal use observed in black box or download history. No data in black box or download histories from time of reported high bgs due to continued use. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter, the patient's mother, contacted animas to report that on (B)(6) 2012, the patient had obtained a blood glucose reading of 535 mg/dl. The reporter did not state whether the patient experienced any symptoms of high or low blood glucose levels. The reporter also stated that "several months ago" the patient had been hospitalized in dka. Troubleshooting revealed the patient had received a pump alarm indicating the maximum bolus dose levels had been exceeded and that the alarm had not been cleared. The patient was treated with an injection of insulin via a syringe, and the animas representative talked the reporter through adjusting the pump maximum bolus limits settings. The technical support representative contacted the patient to obtain and verify information and to further troubleshoot the pump, however was unable to reach her by telephone. The patient's testing technique was incorrect by having the pump maximum bolus dose limits set incorrectly. However, as the patient allegedly suffered blood glucose levels suggesting severe hyperglycemia while using the pump, this complaint is being reported.